Manufacturer narrative:
Implanted in 2009.

Event description:
It was reported that following an elevate anterior implantation, the patient experienced pain and exposed mesh was found at the "anterior vaginal wall - left and right sides." A revision surgery occurred to excise only the exposed mesh. The patient outcome post excision surgery was reported as "to be determined." No additional patient complications have been reported in relation to this event.